Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the adhesion of the foreign material to the main body (lens) of the camera head and water ingress into the cable and the head part. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit due to the water ingress or the low visibility due to the adhesion of the foreign material to the lens. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the endoscopic image was dark, especially while the ar-tl08e was connected to the subject device the endoscopic image was invisible absolutely. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.